Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed a crease smooth opening on anterior side assessed to a fold flaw opening and have a opening striated assessed as to surgical damage. Additional observations: ¿ crease fold observed in the surface. ¿ wear abrasion observed in the surface of the shell. ¿ white particles observed inside the device.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b, h6.

Event description:
The device has been explanted.